Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 229 mg/dl. Customer states he got a blank display after he changed the battery. The customer was assisted with troubleshoot and customer states the display did not return. Self-test was performed and the results was passed. The insulin pump will not be returned for analysis.